Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience recurrence of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.